Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced device damage. The following information was provided by the initial reporter: during emergency infusion, the q-syte connector was ruptured and leaked fluid and blood.